Event description:
During a 1 hour advancement of the stent delivery system (sds) into an unusual anatomy configuration in the cx, of the right coronary artery, the sds stopped. The sds was pulled back into the guiding catheter. Predilatation was preformed with a balloon catheter and another attempt was made to introduce the sds, but again it stopped in the same segment. The sds was removed back into the guiding catheter, at which time it was observed that the stent had become dislodged. It was reported that the stent was successfully retrieved through unknown means.